Manufacturer narrative:
The investigation was completed and no device was returned. Investigation summary: ppae (thrombosis/ischemia/thrombocytopenia): the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
D6b explant date updated. B5 amended to include further information. E4 number was inadvertently omitted on the initial manufacturer device report.

Event description:
Clinical rationale: a 64-year-old male underwent elective placement of an impella 5.5 device (sn (B)(6); (B)(4); gu case (B)(4)) via direct right sided surgical aortic access on (B)(6) 2026 at 14:45. While on support, the patient developed mottled bilateral upper and lower extremities with faint doppler pulses, and doppler ultrasound demonstrated clot in both arms and legs. Thrombosis, ischemia, and thrombocytopenia were noted, and suspected heparin induced thrombocytopenia (hit) was reported by nursing staff with confirmatory testing pending. Immediate clinical management details, including any pump exchange, console troubleshooting, or purge adjustments, were not specified. Device performance parameters, alarms, and diagnostics at the time of the event were not reported. Physical inspection findings are unavailable, and product return status remains unknown pending gfe review. The patient remained on impella support. It is unknown if the clots we present prior to the initiation of impella support and there are no details regarding intervention. Thrombocytopenia and ischemia are consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Event description:
The complainant reported a patient on impella support with a 5.5 pump. The complainant reported that clots were suspected on both arms and legs. Extremities were mottled with faint doppler pulses. Heparin-induced thrombocytopenia is also suspected.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.